Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/19/2017 with the following findings: during investigation, there were unexplained pump reboots observed in the black box. There was no damage found to the returned battery cap. The battery compartment was found to be cracked. There was a base crack observed between the case seal and the keypad. There was no moisture/corrosion observed in the battery compartment. The returned battery cap was able to attach to the pump and was used to complete a 24 hours duration test. No power interruptions were duplicated during investigation. The returned battery cap contacts measures were within specifications. The pump cover was removed and there was no evidence of internal moisture or damage to the power circuit found. The complaint was verified in the history but could not be duplicated during testing. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.